Event description:
It was reported by service report that there was no power to the bed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: power cord was disconnected from bed. Conclusion: power cord was plugged in.